Event description:
Implant date: 1994. Post operative x-ray reveal that "screw has migrated into edge of disc space" and motion is present. Revision surgery was performed in 1994 at which time it was noted that there was a pseudoarthrosis, a screw in the disc space and that the hardware had "loosened".